Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if any malfunction codes reappear.